Manufacturer narrative:
Reporter first name: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the customer opened one pair of electric pads (m3713a, expiry date 2026-11-30, lot#: 123124-02) during surgery but found the jell of one of the pads has become dark and hard to separate from the back board. We are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.